Manufacturer narrative:
The following information was requested but was not made available- weight, date of birth, pre-existing conditions, and medications. (B)(4). Results pending completion of investigation ¿ manufacturing evaluation results will be provided once they are completed. According to the gore® dryseal flex introducer sheath instructions for use (IFU): it is important to keep the sheath tube outer surface wet/slippery to touch throughout the procedure and during insertion of the introducer sheath. Once the hydrophilic coating is activated, the sheath outer tube will be wet and slippery. Activate the introducer sheath coating immediately prior to inserting into the vasculature. Ensure the dilator is locked to the introducer sheath valve prior to insertion into the access vessel or prior to any sheath advancement while in the patient¿s vasculature. Sheath use: follow accepted clinical practice for vessel puncture or incision and guidewire insertion. Advance the sheath with locked dilator as a unit over the guidewire under fluoroscopic guidance; if the dilator is not locked to the valve body, do not allow dilator to back out of sheath while advancing. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding. Carefully advance the assembly until it is at the desired location.

Event description:
The following was reported to gore: on (B)(6) 2022, the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent grafts with active control system. The patient had undergone graft replacement on (B)(6) 2022. As reported, the patients descending aorta was tortuous, so the thoracic aorta was cut at the level of th 7, and a gore® dryseal flex introducer sheath was inserted from there. The first gore® tag® conformable thoracic stent graft with active control system was implanted distally, then before the second gore® tag® conformable thoracic stent graft with active control system was inserted into the patient body, the gore® dryseal flex introducer sheath slipped from the access site. The physician suggested that it was not realized that the sheath was gradually slipping out because the sheath insertion and the first device implantation were done with no issue and it was a small incision. The bleeding was not able to be controlled, so the thoracotomy was performed to arrest the bleeding. After that, the access was changed to a graft (blood supply tube). As reported, when the thoracotomy was performed, it was observed that the aorta was torn more widely than expected. This was due to the sheath insertion site being aneurysmal. For that reason, it took a time to arrest the bleeding. The second gore® tag® conformable thoracic stent graft with active control system was implanted proximally. A proximal type I endoleak was observed slightly, but the physician decided to monitor it. The physician continued to repair the vessel. On (B)(6) the following information was received from the field: the patient went back to the ICU, but the patient was unconscious and was not able to recover because of the time it took a time to secure the blood flow to the brain. The patient¿s family didn¿t desire any life-prolonging treatment. The patient died on the next day of the procedure.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act. G3/g4 date received by manufacturer 16-may-2022 ¿ the manufacturing evaluation was completed in full on this date. H6: code 213, no device problem found ¿ a review of manufacturing records verified that the lot involved in this event met all pre-release specifications. According to the gore® dryseal flex introducer sheath instructions for use (IFU), potential adverse events that may occur and / or require intervention include, but are not limited to: blood loss, bleeding, and death. According to the gore® dryseal flex introducer sheath instructions for use (IFU): it is important to keep the sheath tube outer surface wet/slippery to touch throughout the procedure and during insertion of the introducer sheath. Once the hydrophilic coating is activated, the sheath outer tube will be wet and slippery. Activate the introducer sheath coating immediately prior to inserting into the vasculature. Ensure the dilator is locked to the introducer sheath valve prior to insertion into the access vessel or prior to any sheath advancement while in the patient¿s vasculature. Sheath use: 1. Follow accepted clinical practice for vessel puncture or incision and guidewire insertion. 2. Advance the sheath with locked dilator as a unit over the guidewire under fluoroscopic guidance; if the dilator is not locked to the valve body, do not allow dilator to back out of sheath while advancing. Stop advancement of the assembly if there is resistance. Investigate the cause of resistance before proceeding. Carefully advance the assembly until it is at the desired location. Disregard the note for code 1802 previously submitted ¿the endoleak was not suspected to be the main cause but may have contributed to the overall deterioration of the patient.¿ as this was not related to this device and was intended for an alternate device. Code 1802 is still applicable.